Event description:
It was reported that the patient has expired approximately after implant duration of 2 months, due to unknown reasons. It is unknown if the death ws device related. It was additionally reported that a second device, model #3000tfx, was explanted. Refer to MFR #6000002-20080-09017. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.